Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.

Event description:
A user facility in germany reported that during surgery several errors showed and the system shutdown. There was no patient impact.

Manufacturer narrative:
The device was evaluated by a field service engineer and the reported problem could not be duplicated. There was no issue found with the device. A review of the device history records found no abnormalities. Review of the trend analysis, risk assessment, and directions for use is underway. The investigation in ongoing.